Event description:
Left side tmj implants removed due to pain and swelling.

Manufacturer narrative:
No user facility report received. This patient's left tmj implants were placed in 2001. Recently, approximately 3 months prior to the explant surgery, the patient experienced a "new pain" described as preauricular pain that radiated down to the postauricular region. This pain was exacerbated with opening and closing of the jaw and limited the patient's ability to open the jaw wide. Imaging of the left side devices showed that there was no apparent hardware that was mobile and no heterotypic bone formation. The surgeon elected to remove the left side tmj devices and to reconstruct the tmj joint autogenously with a vertical ramus osteotomy and temporalis muscle flap. There was no visual evidence of infection seen at the time of surgery. The explanted devices were evaluated and showed no signs of fracture or other damage related to their use. At approximately one month post-op, the patient was reported as doing well with reduced pain levels and a satisfactory occlusion with 30mm of opening. The cause of this patient's increased pain level was not determined.